Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging that his meter was displaying an apply sample message. He got the meter from his nurse on (B)(6) 2011 and was not told on how to use the meter. The patient mentioned that at 3:00am on (B)(6) 2011, he was unable to test his blood glucose due to the alleged issue and developed symptoms of feeling sweaty and was feeling weak. He then self-treated with glucose tablets at around 3:30am and felt better soon after treatment. Customer care advocate (cca) assisted the patient and the alleged issue was resolved over the phone. The patient was using the incorrect technique of applying the blood on the test strip. The patient tested over the phone and obtained a 14.2 mmol/l (255 mg/dl) product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue he was unable to test and later developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets.